Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The involved k-flexofile readysteel 25mm 015 that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The provided batch number turns to have no corresponding with the catalog # involved in this complaint (corresponding with a production of k-files m access). The right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a k-flexofile readysteel broke during use. The outcome of the event is unknown as of this MDR evaluation.